Event description:
It was reported that during an unknown procedure, there was no problem with the first charger. But, during the change to insert the second one, it was impossible to retire the first charger of the stapler. The surgeon believed at a break the clamp and changed it while the problem came from the charger. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Reload impossible to remove from the instrument.

Manufacturer narrative:
(B)(4). Pan, cartridge, drivers. Additional information requested and received: please explain what is meant by, the surgeon believed at a break the clamp and changed it while the problem came from the charger? This is not clear. The surgeon has believed the device has been broken. But in fact, no problem with the clamp. The issue came from the charger which blocked into the device. Was the only issue the reload was impossible to remove from the instrument? Yes, and not to lose time, the surgeon preferred to continue the intervention with a second stapler. The analysis results showed that two ecr60d cartridge reloads were received. Cartridge (a) ecr60d, l5219m was received fully fired and with cartridge pan detached. In addition several drivers were out of position and missing. Cartridge (b) ecr60d, l5219m was received fully fired and with cartridge pan detached. In addition several drivers were out of position and missing. Furthermore the cartridge body was noted to be broken in two at left proximal side. One possible cause for the damage to the pan may be improper loading of the cartridge reloads (a, b) onto the device. No conclusion could be reached on what caused the cartridge (a, b) pan to dislodge, and cartridge (b) to be damaged. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.